Manufacturer narrative:
(B)(4). Batch # m5614z. The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded in the device. Additionally to reloads were received: reload (b) ecr60t, fully fired and reload (c) ecr60t, right side fully fired, left site outer row fully fired, inner row partially fired 1/16. Upon evaluation of the reload (c), the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncrs or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a sleeve gastrectomy procedure, when the surgeon was using the device doing the bariatric surgery and firing totally two stapler; black cartridge then staples are not be good formation. Thus tissue not to be correct, when the device already fired, it had cut tissue but staple were not to be correct formation to engage patient's tissue. Therefore the surgeon had to suture all defect, and cost a lot of time. There were no adverse consequences for the patient.